Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Review of events showed noise signals occurring before ventricular sensed events. Noise signals were irreproducible. The device was reprogrammed and the patient never received therapy since. Follow up tests revealed normal dft and fluoroscopic findings. The device will continue to be monitored.